Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A center director reported that ten days following bilateral lasik surgery, the pt was experiencing continued light sensitivity in both eyes. The pt also reported pain. The topical drops were increased. In a follow up, the director reported that the patient's symptoms had improved three weeks later, during a follow up visit. The patient was tapering off the steroid drops. The surgeon added artificial tears to the patient's eyedrop regimen. The patient's visual acuity was not affected. There are two medical device reports associated with this event. This report is for the right eye.